Event description:
Boston scientific received information that this right ventricular lead exhibited noise that was being over sensed. The device was set to unipolar, as the lead may have had an issue in the past. No lead safety switch noted. At previous check, all measurements were fine and no noise observed. Upon current check, sensing was decreased, lead pacing impedance dropped from 340 ohms to 230 ohms and pacing threshold measurement increased. Furthermore, no issue of pacing inhibition was noted and patient is not dependent. Additional information indicated that the cause of noise and decrease impedance has not been conclusively identified. The patient may be referred for lead extraction. No schedule yet for planned revision. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.